Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the customer¿s reported problem as the lamp does not light up and the fan does not rotate due to a disconnection with the temperature fuse. Additionally, the bottom foot gum has wear/tear and the output connector (light guide connection is difficult to connect due to wear/tear. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer halogen light source has a lamp defect, ¿lamp does not light up.¿ the reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct d5. The specific manufacturing date is unknown, but the device was manufactured over 15 years ago. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the thermal fuse disconnection could not be determined. Olympus will continue to monitor field performance for this device.